Event description:
It was reported that the patient of this single chamber implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after experiencing episodes of shocks. The implantable cardioverter defibrillator (ICD) was interrogated, was discovered to have triggered a code 1004 which is indicative of a low shock impedance during a shock delivery. The health care professional (hcp) called technical services (ts) for device evaluation. Review of the device arrythmia logbook data showed delivery of bursts of anti-tachycardia pacing (atp) and shock therapies that appeared to be inappropriate. It was noted that during the delivery of one of the shock therapies, low out of range shock impedance measurements on the right ventricular (rv) lead were recorded which may have led to the code 1004 to be triggered. It was also noted that a second code 1006 was recorded that indicated that high voltage on the lead had been detected during a charge. Ts advised the hcp that due to the triggering of the codes 1004 and 1006, device and rv lead performance cannot be guaranteed, and replacement of both products is recommended. The products remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient of this single chamber implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after experiencing episodes of shocks. The implantable cardioverter defibrillator (ICD) was interrogated, was discovered to have triggered a code 1004 which is indicative of a low shock impedance during a shock delivery. The health care professional (hcp) called technical services (ts) for device evaluation. Review of the device arrythmia logbook data showed delivery of bursts of anti-tachycardia pacing (atp) and shock therapies that appeared to be inappropriate. It was noted that during the delivery of one of the shock therapies, low out of range shock impedance measurements on the right ventricular (rv) lead were recorded which may have led to the code 1004 to be triggered. It was also noted that a second code 1006 was recorded that indicated that high voltage on the lead had been detected during a charge. Ts advised the hcp that due to the triggering of the codes 1004 and 1006, device and rv lead performance cannot be guaranteed, and replacement of both products is recommended. The products remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that stated that this ICD device and rv lead were explanted and replaced with a new device. No additional adverse patient effects were reported. The products were returned to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. The device could not be interrogated. Review of device memory found a shorted lead error (code 1004) had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to elective replacement indicator (eri)/end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri/eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that the patient of this single chamber implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after experiencing episodes of shocks. The implantable cardioverter defibrillator (ICD) was interrogated, was discovered to have triggered a code 1004 which is indicative of a low shock impedance during a shock delivery. The health care professional (hcp) called technical services (ts) for device evaluation. Review of the device arrythmia logbook data showed delivery of bursts of anti-tachycardia pacing (atp) and shock therapies that appeared to be inappropriate. It was noted that during the delivery of one of the shock therapies, low out of range shock impedance measurements on the right ventricular (rv) lead were recorded which may have led to the code 1004 to be triggered. It was also noted that a second code 1006 was recorded that indicated that high voltage on the lead had been detected during a charge. Ts advised the hcp that due to the triggering of the codes 1004 and 1006, device and rv lead performance cannot be guaranteed, and replacement of both products is recommended. The products remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that stated that this ICD device and rv lead were explanted and replaced with a new device. No additional adverse patient effects were reported. The products were returned to facility for analysis.